Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was feeling worse after multi-point pacing was activated. It was noted that the patient was experiencing shortness of breath and tiredness. Programming changes were made. The device remains implanted. The patient was not feeling worse afterwards.